Event description:
The physician used the double wire technique to gain access across a very large fusiform aneurysm located in the vertebral/basilar region of the brain. Pt's anatomy presented challenges since the path was very tortuous. Two guidewires were successfully placed proximally into both posterior inferior cerebellar artery (pica) and basilar artery (ba). On removing both guidewires, it was noted that the proximal coating on one of the guidewire was flaking off. It was confirmed that there were no particles flaked off inside the pt's body. The aneurysm stenting procedure was successfully completed. There were no reported complications due to this event and the pt was in a stable condition.